Event description:
Boston scientific received information that during the implant procedure, difficulty was encountered fixating this lead in the right ventricle. After several attempts, this right ventricular lead was successfully implanted. That same night, when the patient with this lead stood up, it was noted their heart rate was 45 bpm and there was loss of capture. A revision procedure was performed. This lead was removed, replaced and returned for analysis. No adverse patient symptoms were reported.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt, visual observation revealed this lead was returned in two segments. The terminal pin segment coils extended beyond the insulation 1 mm. In addition, the coils extend beyond the lead body segment 5 mm and the coils were bent at approximately a forty-five degree angle and appeared to have been cut. Dried blood/body fluid was noted in the lead lumen and throughout the helix mechanism. Analysis determined the lead was electrically continuous. Due to the condition of the lead, no further analysis was performed. Analysis could not confirm the reported clinical observations and determined the lead damage was likely induced during the procedure.